Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (5 mg/day at 1.237 mg/day) via an implantable pump for non-malignant pain. It was asked but unknown when the event/difficulty occurred. It was reported that the patient was complaining of pain at the pump site due to superficial depth in subcutaneous tissue. The physician was concerned that the skin would become compromised and the pump would erode through skin resulting in contamination of the pump. The physician opted to perform a pocket revision and implant the pump deeper with the subcutaneous tissue.  Environmental/external/patient factors that may have led or contributed to the issue included weight loss (amount unknown). The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked and unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.